Event description:
It was reported that a facility was having issues with secondary infusions with an unspecified quantity of spectrum iq pumps. The issue was further described as "one hook was not enough for it to be gravity fed lower than the primary infusion, they had been double hooking 2 hooks together to drop the intravenous (IV) bag lower in order for the pump to infuse the bag." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: events have been occurring since (B)(6) 2023 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Details surrounding pump set up are unknown, however per secondary setup instruction in the spectrum iq operator's manual: "lower the primary bag by fully extending the hanger approximately 31.75 cm (12.5 in) below the secondary bag. Secondary bag height must be 61 cm (24 in) from the top of the secondary bag to the center of the pump." The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.